Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) after replacing the display screen (0160-00-0113), the device was normal and passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cs100 intra-aortic balloon pump (iabp) screen of the device went black when the device was in use. He device was suspended and no one was injured or killed.